Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure prior to implanting the lead, the helix was difficult to extend. The lead was replaced and the patient was stable with no consequences.